Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event is unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the paper label on the bd vacutainer® sst¿ blood collection tubes was not tightly attached and appeared to be partially warped. There was no patient impact.

Manufacturer narrative:
After further evaluation, MFR report #1024879-2023-00865 was submitted in error. There was no report of serious injury, medical intervention, or reportable device malfunction. This MDR should be considered cancelled.